Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. Analysis found that the patient's cell phone carrier was having delay issues. The system operated as intended.

Event description:
It was reported that the clinic did not receive the care alert notification for a red alert and the patient had 2 events that triggered the care alert. The alert was triggered due to the right ventricular lead. The patient had a lead revision. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.